Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was implanted with a hemostar dialysis catheter. On (B)(6) 2025, it was reported that the blood was allegedly leaked on the tunneled catheter close to exit site. On (B)(6) 2025, it was reported that the hemostar dialysis catheter was removed. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient was implanted with a hemostar dialysis catheter. On (B)(6) 2025, it was reported that the blood was allegedly leaked on the tunneled catheter close to exit site. On (B)(6) 2025, it was reported that the hemostar dialysis catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm hemostar d/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. No leaks were observed throughout the catheter. No leaks were observed throughout the catheter when an in-house syringe with dye water was attached to the red luer. No leaks were observed throughout the catheter when an in-house syringe with dye water was attached to the blue luer. The catheter was gently stretched and no evidence indicating loose fitting was noted near the tissue cuff. The tissue cuff was intact. Therefore, the investigation is inconclusive for the reported blood leaking close to exit site as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.